Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The battery was replaced to resolve the issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue was due to a depleted battery, however further cause could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.